Event description:
In 2008, the pt reported an elevated blood glucose reading of 178 mg/dl at lunch. She stated, she pulled out her insulin infusion device to give herself a bolus of insulin, and noticed the 09 (end of life) alarm. She stated that she is not sure how long the alarm had been given. She stated she had not looked at the device since 8:30 am when she ate breakfast and bolused. She said, her morning reading before breakfast was 65 mg/dl. The pt stated she received the 84 (4 weeks remaining) alert but does not recall receiving the 88, 86, or 82 alerts. The pt was assisted in setting up another infusion device. On follow up with the pt on three days later, she stated her readings are back to normal and she is feeling fine. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.